Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient was implanted with a metal-on-metal pinnacle device and underwent a painful and risky revision surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update april 14, 2017. Pfs and medical records received. Pfs alleges discomfort, pain, dislocation, leg length discrepancy. After review of medical records for MDR reportability, there was no mention of dislocation in the medical records. The complaint was updated on: apr 24, 2017.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 3, 2017. Medical records received . After review of medical records for MDR reportability, it was indicated that the patient experienced pain. There is no additional information that would affect the existing investigation. Part/lot is being updated. This was updated on apr 20, 2017.

Event description:
There is an allegation of elevated metal ions before first revision which previously reported. Changed the expiration date of the liner and head to the last date of the month and removed the expiration date of the stem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 16 apr 2018: ppf, pfs and medical records received. Pfs and ppf alleges injury, discomfort, pain, device would lock which limited patient from doing chores, disability, dislocation and elevated metal ions. After review of medical records for MDR reportability, patient was revised to address pain. Revision notes reported that the posterior pseudocapsule was retracted off the posterior trochenter exposing the hip itself which was dislocated. Doi: (B)(6) 2008;dor: (B)(6) 2016;left hip.

Manufacturer narrative:
Litigation alleges the patient was implanted with a metal-on-metal pinnacle device and underwent a painful and risky revision surgery. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.